Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported receiving an e8 (power interrupt) error message on the pump; unable to confirm the message due to non-function of the ok button. No adverse event reported. Requested return of the alleged pump for evaluation.